Event description:
A customer reported an issue where their t:slim x2 pump battery would not charge. There was no adverse impact to the customer¿s blood glucose level. Tandem technical support instructed the customer to try a different power outlet and adapters, but the problem persisted. Consequently, a replacement pump was sent to the customer, who will use multiple daily injections (mdi) as a backup to ensure continued insulin delivery. The customer was informed of the necessary steps to return the problematic pump and to use the replacement, which will come with updated software.